Event description:
Reporter indicated that she was experiencing an increase in heart rate to 100bpm, and she felt like she was going to have a panic attack. It was also reported that the patient was trying to pick up a bag of dog food when her heart rate increased. The patient also reported that she laid down after the event and started to feel better. It was also reported that she was having a "nervous breakdown" and "stroke out." It is unclear what is meant by "stroke out." Further follow-up with the treating physician's office on (B)(4) 2012 revealed that the patient has not followed up with the physician regarding these events. The patient was last evaluated by the physician on (B)(6) 2012, but the events reported on (B)(6) 2012 were not indicated to the physician on the visit on (B)(6) 2012. Previous follow-up with the physician's office on (B)(4) 2012 revealed that the patient suffers from severe anxiety. Attempts to obtain additional information have been unsuccessful to date. Attempts for product information were unsuccessful from the implanting facility have been unsuccessful to date.